Manufacturer narrative:
During internal review of complaint file it was found the expiration date (03/31/2016) and manufacturing date (04/30/2015) were incorrect; therefore the UDI# was incorrect. The correct expiration date is 04/30/2016 and the correct manufacturing date is 05/21/2015. The correct UDI# is (B)(4). The labeling of the device was not affected. An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt the catheter shaft was found with a crack between peek housing and tip transition. The t-bar was also found exposed. Therefore an x-ray analysis was performed. The t-bar from the f curve was found slightly out of place. This caused a rupture between the peek housing and tip transition and exposing the t-bar. Since the t-bar is one of the components that manages the deflection mechanism, the catheter failed the deflection test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. An internal corrective action was created to address the t-bar issue.

Event description:
It was reported that a patient underwent a procedure with two smart touch bidirectional catheters and a deflection issue occurred on both catheters during use on the patient. The procedure was completed with no patient consequence. This event was originally assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death is remote. The catheters were received by bwi failure analysis lab for evaluation on august 15, 2015 and it was discovered that the peek housing and tip lumen transition was cracked with a lip opening and there appeared to be an area where polyurethane may be missing. This finding was originally assessed as not reportable as there were no exposed components or other indications that this damage compromised the integrity of the catheter in such a way that could impose a risk to the patient. Further analysis of the catheter was done on august 27, 2015 and it was found that the t-bar was exposed at this peek housing crack. As such, this complaint become reportable due to the finding of exposed internal components at this crack. Exposed internal components are indicative of a reportable event as this could potentially harm the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The awareness date for this record is august 27, 2015 because that is when the exposed internal components were discovered.